Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted for cardiogenic shock. After repeat right heart catheterization, lhc tte and angiogram a outflow obstruction was noted. The outflow twist was surgically corrected. No further information was reported.

Manufacturer narrative:
Section a2, g3, h6 (device code): correction. This event was determined to be a duplicate to MFR#: 2916596-2020-01503. Manufacturer's investigation conclusion: evaluation of the submitted image was inconclusive for a potential outflow graft twist. A direct correlation between the reported events (right heart failure, low cardiac output, twisted outflow graft) and heartmate 3 lvas, serial number: (B)(6) could not be conclusively established through this evaluation. The center reported that the patient was admitted following a standard care right heart catheterization for volume overload (elevated biventricular filling pressures), with low cardiac output. No alarms were reported at this time. It was reported that the patient experienced right heart failure that was possibly related to the device. The patient was on a dobutamine IV from on (B)(6) 2020. The patient experienced cardiogenic shock. After repeat rhc, tte, angiogram, and lhc, it was found that the patient had an outflow obstruction and was scheduled for a pump exchange. It was later reported that, when in the operating room on (B)(6) 2020, the patient was found to have a twisted outflow tract which was corrected. The pump was not exchanged. An x-ray image was later submitted for evaluation. This was reportedly the only imaging that the patient had prior to surgery. The submitted x-ray image was inconclusive for an obstruction to the outflow graft. The outflow graft and outflow graft bend relief were not well visualized, therefore, the reported outflow graft twist could not be confirmed through this evaluation. The submitted system controller event log file contains data from on (B)(6) 2020 at 06:04pm through on (B)(6) 2020 at 10:47am. Calculated average flow ranged from 3.9-4.8 lpm for the duration of the file. No atypical alarms were captured. The pump speed did not drop below the low speed limit for the duration of the file. No abnormal trends in pump parameters were observed in any of the submitted log files. The reported low cardiac output could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU section 1 lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The surgical procedures section of heartmate 3 lvas IFU rev. C contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This subsection also warns that twisting of the outflow graft has been identified in some patients post-operatively. Occurrences of twisting have resulted in graft occlusion, thrombosis, and/or death. The accumulation of twist within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. Firmly hand-tightening the screw ring may reduce the risk of outflow graft twisting by increasing the resistance to metallic outflow graft connector rotation. Twisting of the outflow graft can manifest as persistent low flow unexplained by other causes. It may be confirmed by appropriate imaging, such as computed tomography (CT) angiography. In the event that surgical intervention of the outflow graft is used to correct an outflow graft twist, the outflow graft bend relief should either be reattached in its original state or suitably repaired to prevent subsequent kinking of the outflow graft. No further information was provided. The manufacturer is closing the file on this event.